Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient¿s ins was being replaced on (B)(6) 2017. The rep reported that the reason for the replacement was the patient didn't maintain it/non-compliance. The rep assumed the patient was currently in overdischarge. The rep reported that the patient was last seen by someone in (B)(6) 2017 or before. No further complications were reported.